Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that it was very difficult to fill the tubing of the set without the pump. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to rewind the pump. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was asked to return the pump for analysis. No further assistance needed.

Manufacturer narrative:
Findings: unit passed displacement test, basic occlusion test and prime/a33 test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with minor scratched display window. Pump received with cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.